Event description:
It was reported during rv lead extraction that the sense/pace portion of the lead was previously capped and replaced due to an unspecified lead issue. The defib portion remained active at that time.

Event description:
New information states that prior to the lead being capped, high thresholds were noted on the rv lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.